Event description:
It was reported that the patient had a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 6-7 hours post procedure the patient became hypotensive and went into cardiac arrest. It was discovered that the patient had a pericardial effusion with cardiac tamponade. Cardiopulmonary resuscitation and a pericardiocentesis were performed to help drain fluid from around the patient's heart. The patient was revived and is still recovering from this event in the hospital.